Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The lot number was not provided; therefore, a batch review cannot be conducted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). .

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A nurse contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the patient's therapy. The nurse stated the patient sometimes disconnects and may not remember. The nurse stated the patient does not always use the caps when he disconnects. The nurse explained the patient had influenza and the patient's dialysis nurse told her to have the patient start therapy early. Gts explained the error indicated that a large amount of air had entered into the disposable set. No injury or medical intervention was reported.